Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced extended infusion set fell off event on 12-june-2024.exented infusion set has not been used for 7 days. No further information was available.

Manufacturer narrative:
E1: patient city- (B)(6). Patient country- (B)(6).